Event description:
The facility reported a pump with failure code 703. This failure code occurred before use. There was no pt injury or medical intervention necessary according to the hosp representative.